Event description:
It was reported that there was a revision of a total knee ts. Revised because of mechanical failure from the standpoint that the tibial baseplate subsided. Medial cortex had a previous fracture.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding tibial baseplate subsidence involving a triathlon stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: records were not provided for review. -device history review: a lot ID was not provided for review. -complaint history review: a lot ID was not provided for review. Conclusions: the exact cause of the event could not be determined as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that there was a revision of a total knee ts. Revised because of mechanical failure from the standpoint that the tibial baseplate subsided. Medial cortex had a previous fracture.